Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the product was not returned for inspection. -medical records received and evaluation: not performed as there is no indication the event was related to patient factors -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been other similar reported events for this lot ID. Conclusions: the event could not be confirmed nor the root cause determined the device was not returned.

Event description:
Triathlon ankle clamp broke.

Event description:
Triathlon ankle clamp broke.

Manufacturer narrative:
An evaluation of the device has not been performed, as the device was not returned. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.